Event description:
The malfunction occurred at inspection, before use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and correction to b5. The customer's event was confirmed. Additional defects were found during device evaluation: a griding noise, scope socket and turret mechanism need to be replaced, non-olympus lamp was being used. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the error occurred due to the scar detection bar getting stuck, which can result in a scope communication error or an e300 message on the screen. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a scope detection bar getting stuck was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii xenon light source scope communication error code keeps appearing. The issue was found during the endoscopy procedure. There were no reports of patient harm.